Event description:
It was reported that the implantable cardioverter defibrillator exhibited slow charging while still in the box. During manual capacitor maintenance, the charge time was long and after re-running, the charge time reduced. The device was not used.

Manufacturer narrative:
The reported field event of a charging anomaly was confirmed. Long charge times were recorded in the device image. Functional testing on the bench was normal. High voltage - hv capacitor analysis found the cause of the charging anomaly to be due to an internal hv capacitor anomaly.